Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event occurred on a non-abbott device. There were no reported device issues associated with an abbott product. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was confirmed with a doctor that abbott did not have the license for the product and another company had the license for the product.

Event description:
It was reported that changing the rotational speed of an assisted heart easily altered the size of the left ventricle. Computed topography (CT) images were submitted for the patient with ventricular tachycardia due to left ventricular wall contact with vascularization and a 12-lead echocardiogram of ventricular tachycardia.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.